Event description:
Journal reference: papavassiliou e, rau g, heath s, et al. Thalamic deep brain stimulation for essential tremor; relation of lead location to outcome. Neurosurgery. 2008; 62(suppl.2): 1120-1130. Thalamic deep brain stimulation (dbs) is commonly used to treat essential tremor, but the optimal lead location within the thalamus has not been systematically evaluated. We examined the relation of lead location to clinical outcome in a series of essential tremor patients treated by thalamic dbs. Fifty-seven leads in patients were studied. Reportable event: in one patient the lead was not evaluated, due to the patient having a stroke 4 months after implantation. See mfg report #218220720087354.